Event description:
It was reported to philips that the etco2 dust cover showed signs of physical wear. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the etco2 door needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 door. The etco2 door was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the etco2 dust cover showed signs of physical wear. There was no patient involvement.